Event description:
Customer reported receiving several no delivery alarms. The customer also reported having air bubbles. Customer's blood glucose was unknown. The customer stated the air bubbles in his reservoir was large. He also stated he did not rewind his insulin pump with the reservoir in place. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).